Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Lot number provided on this customer complaint ((B)(4)) is from the concha column used in the mfg of product code 2410. Records reviewed show that there were no issues related to a functional test on the product or its components during the MFR of the material. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. Customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If the device sample became available this investigation will be updated with eval results.

Event description:
The customer alleges that the column was leaking. The column and circuit were both changed replaced without incident. The pt's condition is reported as fine.